Event description:
Drive medical has received a letter from an attorney's office notifying drive medical of a complaint alleging that a rollator distributed by drive medical failed, causing the claimant to fall. Specifically, the right-front wheel of the walker allegedly broke off and the claimant fell to the floor, landing on his left side and allegedly injuring his left shoulder, back, neck and head, as well as other parts of his body. This MDR report is based on the attorney's complaint.